Manufacturer narrative:
This event is also being documented under medical device list number 03p25-36. All patient information has been included. No additional patient information is available at this time. An investigation was performed for the customer issue and included a review of the complaint text, similar complaints, tracking and trending, historical performance, and product labeling. A search for similar complaints identified no adverse trend for the probe related to the elevated architect stat high sensitive troponin-I results. The complaint trending report review determined that there are no adverse trends for the reagent nor the instrument. Using world wide data, the historical performance in the field of reagent lots was reviewed and the patient median result for troponin-I reagent lot 91283ui00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Labeling was reviewed and found to be adequate. There have been no further occurrences of discrepant results since the probe was replaced. Based on all available information and abbott diagnostics complaint investigation no product deficiency was identified.

Event description:
The customer reported false positive results while using the architect stat high sensitive troponin-I reagent. The customer reported that the following results were generated for a (B)(6) female patient: initial result ((B)(6) 2018): <0.20 ng/l, new sample drawn ((B)(6) 2018): initial result: 50.25 ng/l, retest: 0.23 ng/l, retest: 0.40 ng/l. No impact to patient management was reported.